Manufacturer narrative:
Natus tech support over the phone with the customer confirmed the issue. The nb user manual, pn 001364 rev. K, provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The intensity of the light was factory calibrated to deliver 35 [?]w/cm2/nm at the high setting and 15 [?]w/cm2/nm at the low setting at a distance of 12'' from the baby. The reseating of connector of the device solved the customer issue. Confirmed by the customer, no further investigations needed.

Event description:
The customer reported to natus on (B)(6) 2017 their neoblue 3 had led lights were all green with low intensity. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.